Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7075075.

Event description:
It was reported that the patient was unhappy with the placement of the ipg as it was causing pain since the day of being implanted with the device. The patient has been reprogrammed however, the relief of normal pain was not enough to outweigh the discomfort from the ipg. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned per hospital policy.